Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as (B)(6)2022. Additional information was requested, and the following was obtained: was this product not used in the operation? Were there any patient consequence related to this event? If yes please describe. 1. No the product was not used during a case. They saw the damaged packaging before it made it into the or. 2. No patient consequences. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one plee45a device was returned inside its package unopened; upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. In addition, also it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that upon receipt the outside box was damaged and the tyvek packaging containing the device was punctured, compromising its' sterility.